Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the bronchovideoscope distal end had a burn. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify the cause of occurrence from the obtained information. However, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Therefore, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in bf-h190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-h190 operation manual: chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.